Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The hcp reported that the patient has had the implant turned off for the last 6 months. The hcp reported that the patient indicated the device wasn¿t doing what it¿s supposed to be doing. The patient needed a lumbar region scan due to chronic back pain. No further complications were reported.